Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 24. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2023, the implant was removed upon clinician¿s decision. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.